Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were evaluated, replaced and charged. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported an overvoltage fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.